Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed no image. It's unknown when the issue occurred. The therapeutic unspecified procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the image sensor unit may have had anomaly, leading to the subject event. One of the probable causes of the anomaly is external stress to the distal end section of the endoscope such as bumping and dropping, damaging the inner image sensor to be broken since scratches on the distal end section of the endoscope and bending section cover of the insertion section as well as chipping of glue were observed. Another probable cause is irregular load to the bending section, leading to the event. The subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.